Manufacturer narrative:
An event regarding seizing involving a baseplate centering guide left was reported. The event was confirmed. Method & results: -device evaluation and results: a discussion with the mar group, concluded based on a visual inspection with the aid of a microscope, found debris and deformation was observed. The deformation was caused by off axis loading the pilot wire through the guide hole. The pilot wire was deformed. -medical records received and evaluation: not performed as medical records were not provided. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been 1 other event for this lot. Conclusions: the investigation concluded that the returned device with the stuck pilot wire was seized within the guide. The cause of this reviewed by a member of the mar group concluded that there was debris and deformation found in the guide hole. The deformation was caused by off axis loading the pilot wire through the guide hole. No material or manufacturing defects were observed on the surfaces examined. Debris was present after decontamination at stryker, which likely means that there was debris present after hospital sterilization. The debris and deformation most likely occurred during use.

Event description:
The doctor was performing a l rsa on (B)(6) 2016. He used the deltopectoral guide pin left (#5901-1101) with the rsa pilot wire (#5901-1119) to position the pin for glenoid preparation. When dr. (B)(6) was attempting to place the pilot wire, it became lodged in the pin guide and welded into the metal. The pilot wire broke, part of which still remains stuck in the pin guide. The other half of the pilot wire was stuck in the wire driver and had to be removed with pliers. We opened up a new pilot wire and placed it without the use of the pin guide. No broken pieces of the pilot wire were in the patient.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The doctor was performing a l rsa on (B)(6) 2016. He used the deltopectoral guide pin left (#5901-1101) with the rsa pilot wire (#5901-1119) to position the pin for glenoid preparation. When dr. (B)(6) was attempting to place the pilot wire, it became lodged in the pin guide and welded into the metal. The pilot wire broke, part of which still remains stuck in the pin guide. The other half of the pilot wire was stuck in the wire driver and had to be removed with pliers. We opened up a new pilot wire and placed it without the use of the pin guide. No broken pieces of the pilot wire were in the patient.